Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge was filled with 100 units of insulin and a minimum fill alert occurred. Customer's blood glucose (bg) level was not impacted. The customer added more insulin and completed the load successfully.